Manufacturer narrative:
(B)(4). Date sent: 11/21/2019. Batch # unk. The following information was requested but unavailable: please provide a picture of the front and back of the generator at the customer location? Where was the alleged disposable that caused the issue placed at the time of the patient injury? What is the site of the burn? What is the degree of the burn? Was there any treatment for the burn? What is the current patient status? Were multiple devices being used? Were they setup for a device in the front monopolar port ¿a¿ and also setup for a device in the back monopolar port ¿b¿? The lot/batch was not provided; therefore, the manufacturing records evaluation could not be performed.

Event description:
It was reported that during an unknown procedure the monopolar connector a "foot switch", was plugged into monopolar receptacle b, "hand switch" connector b, was plugged into foot switch receptacle a. When the surgeon used the foot pedal the patient was burned. The severity of the burn was unknown by the caller.

Manufacturer narrative:
(B)(4). Date sent: 12/26/2019. Additional information was requested and the following was obtained: 1. Can you please provide additional information regarding the specific set up of the device? Lap chole - procedure. Room 6. Generator was setup at patients right shoulder and generator was on a megadyne cart. 2. Please reference the photos of the front and back of the generator attached to help us gain a better understanding of exactly which devices or accessories were plugged into the specific inputs on the front and back of the generator at the time of the event. He does not remember which device was plugged into the generator. A bovie and l-hook were both plugged into the generator. (Unsure as to which output). 3. Can you please provide a picture of the front and back of the generator in its current location? Na. 4. Were multiple devices planned to be used in this surgical procedure? Lap l hook and a standard bovie pencil. 5. Were multiple devices being used at the same time when the burn was noticed? No. 6. What was the location of the accessories at the time of activation that may have led to the reported patient burn? Bovie pad was on the patients right thigh. 7. What is the site of the patient burn? Lower chest. 8. What is the degree of the burn? He referenced it as ¿mild,¿ it was basically the width of the bovie blade, he thinks 2-3mm. 9. Was there any treatment required to address the burn? Just bacitracin on the site of the wound . 10. Can a picture of the burn be provided? No. 11. What is the current patient status? They are ok. Additional event information: the surgeon activated the pedal with pedal a not knowing which device they were activating, and as a result they activated the bovie pencil when they thought they were activating the l-hook. After they had switched it, so pedal a activated the l-hook and not the bovie. Biomed has it quarantined. (In the basement). After he had received it, he hooked it up to the esa (electrical surgical analyzer) which is a generator output test, to check the specs on it and it came back ok. Everything was normal according on the generator according to the account contact with regards to the electrical outputs.